Manufacturer narrative:
The returned catheter was inspected and tested and found to pass all safety and performances tests. Investigation revealed that the cause for the catheter failure was saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Event description:
Reported to FDA on 10/22/2013 per uf/importer report number (B)(4): acunav intracardiac echocardiography (ice) catheter was connected, but "no usable transducer" error message was received. We rebooted and reconnected to the equipment but still got the same error and were unable to image. Acunav catheter was replaced, and was noted to work properly and receive imaging. What was the original intended procedure: transeptal procedure for afib-ablation. Device usage problem: other.